Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 20787864; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure and was diong well postoperatively.